Manufacturer narrative:
Upon further review, the reported issue has been deemed not reportable as the device was outside of clinical use; and does not present a potential risk of patient harm or injury. Based on this information, this complaint no longer meets regulatory reporting criteria.

Manufacturer narrative:
Reporter phone number - (B)(6).

Event description:
The customer reported that a ventilator had a machine and proximal pressure sensors failure. Patient involvement information is unknown but has been requested. No patient or user harm was reported. The device was evaluated by the customer and an international philips field service engineer (fse). Further information regarding repair has been requested from the customer. No response has been received at this time.